Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Review of transcripts revealed episodes of over-sensing on the right ventricular lead. Patient presented in clinic on (B)(6) 2018. Chest x-rays confirmed there were no externalized conductors and isometric exercises noted no noise. Programming changes were made. Patient was scheduled for lead revision.

Event description:
New information noted the lead was capped and replaced on (B)(6) 2018. Patient was stable post procedure.